Manufacturer narrative:
The reported failure of vent inop alarm associated with the therapy cpu remaining in boot monitor mode is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received a report that a trilogy evo ventilator was unable to accept software updates. No patient harm or injury was reported. During in-process evaluation at a third-party service center, the device software was successfully upgraded to version 1.06.15.00. Device log files were downloaded and fully reviewed. Analysis identified a ¿vent inop¿ alarm associated with the therapy cpu remaining in boot monitor mode. To correct this condition, replacement of the system printed circuit assembly (pca) is required. Additionally, the in-line filter was found to be contaminated. As part of the four-year preventive maintenance, the muffler assembly, air inlet foam filter, particulate filter, and maintenance label require replacement. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation, a follow up/supplemental report will be completed.